Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the head was inspected and no defects were found. The technician was unable to confirm the device leak however the gasket and pivot shaft were replaced. The device was tested and returned to customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the device leaks oil and over heats when in use. This is report 1 of 1 for #(B)(4).